Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube had a dent. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to dent in the outer tube and the protector of the video cable section was cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video laparoscope exhibited external or physical damage on the tubing. The issue occurred during reprocessing. There were no reports of patient involvement.